Event description:
The friend of a (B)(6) female pt called zoll customer support to report that the pt was being prompted to replace the electrode belt. Review of flag files showed that the belt had deployed gel, but the pt reported that no gel could be seen. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (false gel deployed messages) has been confirmed. Upon investigation, the electrode belt the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief. The cable wires were damaged, which caused the reported false gel deployed messages. The root cause for the strained cable could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the strain cable. The pt received a replacement electrode belt.